Event description:
It was reported that the right atrial (ra) lead was capped and replaced due to intermittent capture at maximum outputs. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sedr01 implantable pacemaker, (B)(6) 2008; 5076 implantable pacing lead, (B)(6) 2001. (B)(4).